Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The devices met the manufacturing tolerances for customized devices manufactured in the custom lab. If the devices are not useable for the end user, a new template needs to be submitted that correctly identifies the end user's needs and aligns with the custom lab process capabilities. A review of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. The customer's address is unknown. Massachusetts, USA has been used as a placeholder based on the reported phone area code. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that three trach tubes were outside of the manufacturing specifications. There was patient involvement and no patient harm/adverse event reported.